Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found there was a lead or extension insertion anomaly in the connector port and the balseal spring was deformed. The #12 balseal spring was deformed. A known good lead does not insert past the #12 balseal connector. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because it is the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) was faulty. During implant, the hcp tried to insert the extension into the rear chamber of the ins, but they experienced resistance. The setscrew was loosened, but the hcp still felt resistance. The extension could only be inserted about 50 percent of the way. The extension was able to be fully inserted into the front so the hcp tried the rear chamber again, but the issue persisted. The hcp also tried gently rotating the extension. The hcp decided to use a different ins to resolve the issue. The patient was alive with no injury. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.